Event description:
It was reported that when using the bd pyxis anesthesia es system unexpectedly stopped responding and displayed an error message stating that "fatal error has occurred on the underlying data source" and "object unable to reference to this instance". The customer stated that the reported malfunction could be caused by a network connection problem or a hardware issue. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device unexpectedly stopped responding and displayed fatal error messages. A technical support specialist confirmed that the medapplication failed due to an unhandled exception error. A technical support specialist checked the event log and found errors related to system32 on windows, which could potentially lead to the application becoming unresponsive. The system functioned as intended after the technical support specialist troubleshooted the device.